Event description:
Received pfn from allergan sales representative. Surgeon reported, "...patient seen by physician, who checked volume of lap-band system ap large and was expecting to withdraw at least 4.5ml but noted 3.8ml, physician queried slow leak and referred the patient back to surgeon for access port exploration. The access port was tested intra op with methylene, noted, on testing blue dye was leaking from base plate. The access port was replaced with a new access port ((B) (4))". The device will be returned.

Manufacturer narrative:
Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."